Manufacturer narrative:
The initial MDR 1226181-2015-00128 was filed on march 03, 2015.additional information (02/06/15): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse disassembled the integrated multisensor technology (imt) and cleaned the rotary valve. The cse performed a manual imt power flush and placed new o-rings on two connectors. The cse also installed a new power cable cover assembly. The cse ran a quick check and quality controls. The cause of the discordant, falsely elevated sodium results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). An integrated regional application specialist evaluated the instrument data and noted that both samples showed negative fluid delta values, which indicate poor sample integrity and dirty sample drain. The data also indicated that the integrated multisensor technology system was dirty. The cause of the discordant, falsely elevated na results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.